Event description:
Event description guidant received information that the patient with this device and right ventricular lead had ventricular tachycardia episode with loss of capture. The patient was symptomatic. All lead and device measurements were normal, but the patient has 500 stored ventricular tachycardia episodes. Technical services recommended performing isometrics and pocketmanipulation but the issue was not able to be recreated and the physician elected to leave the device and the lead remain implanted. Boston scientific (formerly guidant) received additional information that more stored episodes were observed. However, the patient has not been symptomatic.

Event description:
Boston scientific (formerly guidant) received information that the patient with this device and right ventricular lead had ventricular tachycardia episode with loss of capture. The patient was symptomatic. All lead and device measurements were normal, but the patient has 500 stored ventricular tachycardia episodes. Technical services recommended performing isometrics and pocket manipulation but the issue was not able to be recreated and the physician elected to leave the device and the lead remain implanted. Boston scientific received additional information that more stored episodes were observed. However, the patient has not been symptomatic. Technical services recommended trying positional changes, increasing outputs and assessing the situation at the next follow-up. They also suspected that the situation may be a result of t-wave oversensing. The pacemaker and lead remained implanted. However, over six years later it was reported that this lead had decreased impedances from 1580 to 1340 to 1200 ohms with increased thresholds to 2.6v. No noise or oversensing issues were present. This patient was paced 50% of the time and was not dependent. Technical services suggested unipolar lead testing which produced an impedance of 1100 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Final resolution has been requested from the field representative who reported this issue will continue to be monitored and perhaps addressed when the patient requires a generator change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.